Event description:
The user medwatch report indicated that following surgery, the bio-pump leaked from the backplate. The clinician was unable to pump the blood out of the machine. A hex nut was found on the floor that appeared to fit a hole through which the blood leaked from the device. No pt involvement.